Event description:
It was reported that an unspecified malfunction alarm occurred multiple times. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.